Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Battery overcharged (charging- cycles started 174x. In relation to the device´s working hours (36:20:11) would be necessary only 18 charging-cycles.) Defective. Housing (broken in several places, probably drop. Misuse) defective. Measuring cable file and file clip not delivered. Contra angle sn (B)(4) (2018), contra angle sn (B)(4) (2020), motor cable, micromotor (B)(4) , foot control sn (B)(4) and measuring cable lip clip was deep investigated with the result that no fault has been found.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver would not hold files. The event outcome is pending.